Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. Usb 3 firmware v1.4 contains an issue in the portion of code used to optimize sensor performance. If the optimization occurs during an exposure or sensor readout, there is a chance that the resulting image will be corrupted. Image data following the point of corruption will consist of data that was previously held in the memory of the usb device. As a result, the presented image may contain a portion of data from a previous exposure. In general, this would be obvious to the user since the presented image would either contain obvious artifacts or different anatomy than expected. Field service evaluation- customer note: on (B)(6) 2026 09:36:55, (B)(6). Troubleshooting: details: issue reported: artifacts in images ---did the reported issue require multiple images / multiple exposures to be taken on a patient (yes/no - do not put na): yes ---were there any injuries or misdiagnosis if multiple images/exposures were needed: no equipment type and model: schick 33 serial number: (B)(6) can't read the cable kit js20001120 confirm sensor cable color: grey acquisition software & version: es 24.00.07 issue in one or all rooms: all other sensors work with working remotes in room(s) with issue: yes pc name: \\room4 schick driver version (programs and features): 1.1.333 (legacy driver not ioss ) remote fw/fpga version: 1.5.140 sensor fw version: n/a if remote issue: n/a 2.0 or 3.0: tried different usb cable/usb port/bypassed usb hubs/extenders: n/a 3.0 remote: tried on a 3.0 and 2.0 usb port/cable clip connected: n/a if sensor issue, replaced elastomer: yes - white if sensor issue, tried different sensor cable: yes if no response to radiation, confirmed xray head functional: n/a. Solution description on (B)(6) 2026 10:35:57, (B)(6) (diuqy284). It was mentioned in this ticket that a sensor had artifacts in the images and deemed necessary to replace the sensor kit 6ft part#: 100008651.

Event description:
While the customer was using a part of an intraoral sensor system, they allege experiencing image quality issues when an x-ray image was taken and an additional image was required. No injury was reported from the alleged event.